Event description:
It was reported that the customer passed away of a heart attack in the hospital. Spouse did advise that the hospital is not sure that the heart attack was due to diabetes. Customer's spouse stated that she has not received the insulin pump back from the hospital. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.